Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 30 unopened pouches and 5 opened. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch. There are no units in stock. Received 30 closed samples and 5 open samples with the needle detached from the thread. Tightness test to the closed samples received has been performed and the units are tight. Conducted a rotation test to the closed samples received it was noticed that part of threads easily break next to the needle. This is caused by too much thermal treatment in the thread ends during the manufacturing process. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is conclude that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread.